Manufacturer narrative:
(B)(4). This complaint for air bubbles in the patient line during the initial drain and the homechoice (hc) alarmed check patient line, was not confirmed as air bubbles in the patient line would not cause the alarm. The cause was undetermined. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Additional investigation is being conducted through ncr number (B)(4).

Event description:
A customer contacted baxter's technical service center reporting air bubbles in the patient line while alarming check patient line during the initial drain while on the home choice (hc). The technical service representative (tsr) instructed the caregiver (cg) to check the line for kinks, clamps air and fibrin. There were some air bubbles in the patient line, some were larger. The tsr assisted with ending therapy on the cycler so that the cg could set up with new supplies. The peritoneal dialysis nurse (pdrn) contacted product surveillance (ps) on (B)(6) 2011 regarding the check patient line alarm with air bubbles in the line. Per the pd rn, she saw the hp today and she did not mention anything to her about the alarm or air. The pd rn stated the hp has resumed therapy on the cycler. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. If additional information becomes available, a follow up MDR will be submitted.